Manufacturer narrative:
After investigation, it was reported that the customer likely used the product incorrectly and that the hose that was likely removed, not the probes. It was further reported that this issue occurred during a trial period with the unit and that no defect was alleged with the unit and the fluid leaking onto the patient support surface was not due to any component level malfunction with the unit.

Event description:
It was reported that the device liquid leaked onto the patient support surface area after the patient was removed from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.